Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4) has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Crc2019-04-05 - modular cannulated tri-drive disassembly the design of the modular cannulated tridrive has been in the field since 2009. Exactech has received 38 global experience reports documenting disassembly in 40 modular cannulated tridrives. These tridrives are used in both anatomic and reverse total shoulder arthroplasty, so sales data for humeral stems was used to calculate an approximate complaint occurrence rate of 0.11%. This is considered "very low" according to the frequency of occurrence ranking scale. The disassembled modular cannulated tridrive may result in a delayed surgery to find a new one. Typically, in anatomic shoulder cases both anatomic and reverse sets are in the or. If the modular cannulated tridrive were to break, a second would be in the reverse set. These broken tri-drives were likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly, allowing the tip to disassemble. The crc determined that no further action was required at this time as this issue will be addressed via the equinoxe ergo instrumentation redesign project. In the new equinoxe ergo instrumentation, the tri-drive handles will no longer be used. Since the design of the pilot tip reamers are changing (all the reamers are cannulated) there will now be two different handles; a pilot tip handle and a cannulated handle, replacing the modular tri-drive. This new ergo instrumentation design will be implemented as part of a phased roll-out, first in the us and then to other markets, beginning in mid-2019. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. No reported patient adverse event. The tip disassembled on the driver; it was confirmed that there were no pieces left in the patient. An investigation was conducted: these broken tri-drives were likely the result of holding the sleeve stationary while the instrument was spinning, which led to the retaining ring breaking loose from the assembly, allowing the tip to disassemble.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the tri-drive. The tip disassembled on the driver. Another set was opened and used in the procedure it was confirmed that there were no pieces left in the patient and the surgical outcome was good. Inactive agency with no hospital/other contact information for the event. No additional information.